Manufacturer narrative:
Evaluation summary: analysis was performed and no anomalies were found, however the helix of the lead was extrinsically bent, the overlay tubing of the lead was extrinsically breached due to a cut, the distal lv (low voltage) electrode of the lead was covered in blood, and visual summary analysis of the lead indicated apparent explant damage; full lead returned and analyzed.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead had noise which caused inappropriate shocks to the patient. The noise was only able to be reproduced through pocket manipulation. The rv lead was removed and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.